Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was noted that the mesher comb was bent. No harm or delay were reported along with this event. No other adverse events were reported.

Event description:
No additional information is available.

Manufacturer narrative:
This incident has been submitted under (B)(4). Updates performed on b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h10. Review of the most recent repair record determined the comb was damaged. The comb, ratchet gear, sliding spring, and various other parts were replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.